Event description:
It was reported that the device has moved and is causing the patient discomfort from the axillary region to pectoral region. The physician was going to move the device back into place but elected to explant and replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device has moved and is causing the patient discomfort from the axillary region to pectoral region. The physician was going to move the device back into place but elected to explant and replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 crdm non-defib lead, implant: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.